Event description:
The account reported the bed has no audible alarm for bed exit. The bed was located in med surge at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician investigated and found the bed exit alarm will not sound. The most likely cause is the external alarm. The technician replaced the external alarm with housing to resolve the issue. Based on this info, no further action is required.